Event description:
The female pt with a history of first-degree relative with premature cad, hyperlipidemia, history of smoking (>5packs of cigarettes), hypertension, and previous cea with recurrent stenosis was admitted for carotid angioplasty which revealed a 95%, 30mm lesion in the ostium of the right internal carotid artery. A 4mm basket angioguard device was advanced beyond the target site and deployed without difficulty. The lesion was pre-dilated, a 7.0 x 40mm precise stent was positioned within the target and deployed without difficulty. Final stenosis was 0%. The angioguard was removed without complication. Upon inspection, there was no debris in the basket. There were no procedural complications or adverse events reported. The pt was discharged in stable condition with orders for aspirin and plavix. Approx one year later, the pt underwent a repeat percutaneous revascularization of the ostium of the right internal carotid artery. The details of the pt's presentation and the procedure are not known.

Manufacturer narrative:
Additional information has been requested, and will be submitted within 30 days of receipt.